Event description:
The laser system had a failure that did not allow the patient to use it. No adverse effects to patient have been reported.

Manufacturer narrative:
Device not working during a surgical procedure due to balst shield failure. We are unaware about operator/patent injury.